Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 24mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and the 24mm closure device was implanted in the intended location. Post-procedural transesophageal echocardiogram identified an anterior pe near the right ventricle. A pericardiocentesis was performed and 500ml of fluid was removed. The patient remained stable throughout and was kept overnight for monitoring with expected discharge the following day.